Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the bifuse separated/broke at fuse on the single line while connected to a patient. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of vp-16, the IV set was broke at the y-site. The infusion was stopped and the line clamped. The pac line was flushed, blood return confirmed. The vp-16 infusion was restarted. The patient was moving from bed to chair when the line broke at the bifuse. There was no report of patient harm.

Manufacturer narrative:
The customer report that the set broke at the y-site was confirmed. Visual inspection of the set noted a separation at the engagement between the set's bifuse adapter exit and tubing components. Functional testing was deemed unnecessary due to a separation at the engagement between the set's bifuse adapter exit and tubing components. Dimensional analysis was performed and the tubing was measured to be within specification. The root cause of the observed tubing separation was due to the line being stepped on, which most likely was pulled beyond its retention specification.

Event description:
The customer reported that during an infusion of vp-16, the IV set was broke at the y-site. The infusion was stopped and the line clamped. The pac line was flushed, blood return confirmed. The vp-16 infusion was restarted. The patient was moving from bed to chair when the line broke at the bifuse. There was no report of patient harm.